Manufacturer narrative:
Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-03579 . It was reported that patient had a explant at an unknown date for an unknown reason. No other information is available at this time.